Event description:
It was reported by a veterinarian that a dog underwent an ovariohysterectomy on (B)(6) 2013 and suture was used. On (B)(6) 2013, the dog experienced post op suture breakage.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.